Manufacturer narrative:
.

Event description:
Allegedly the patient was experiencing the following mom complications: possible osteolysis; pain (generalized); elevated ion levels. Culture taken for cell count and metal ion co & cr.